Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process multiple times. The customers blood glucose level was not impacted. As tandem technical support (cts) was not contacted at the time of the reported issue troubleshooting was not performed. The customer was able to load a cartridge and resume insulin delivery. It was indicated that during the first load, the customer had loaded a used cartridge. The customer was instructed by cts to not load used cartridges. Reportedly, the customer had discarded the cartridges.